Event description:
This lead was noted, for low pacing lead impedances on (B)(6) 2011. The patient will be brought into the clinic for device check. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).